Event description:
Unit was not adequately sensing the inspiratory effort of this pt. This pt's work of breathing was reported to be markedly high. This hosp reported a progressive deterioration of this pt. This pt coded and expired early the next morning. This hosp is not sure if the death of this pt is related to the increase work of breathing.

Manufacturer narrative:
The reported event was traced to the pt circuit set-up being used. This device did not malfunction and operated per specifications when checked. The pt circuit set-up used for this pt included a number of filters in-line in the inspiratory leg of this circuit. These filters caused additional resistance in the pt circuit. The pt had to overcome this resistance in order to draw air from the ventilator. When these filters were removed from the pt circuit, the ventilator operated normally. This hospital was inserviced in the proper technique for pressure and flow triggering by co's clinical staff. Section f was entered by the MFR based fon infromation provided by the hosp.